Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a decrease of approximately seven years in estimated battery depletion over the course of three years. An in clinic follow up was scheduled. This device remains in service. No adverse patient effects were reported.